Event description:
The pt had a vaginal delivery and sustained a vaginal laceration. While the practitioner was repairing the laceration, the suture needle broke in the pt's tissue. The practitioner had to take down the whole repair and search for the needle in the tissue. The needle was found, removed and the laceration was resutured. The pt tolerated the procedure well. The suture used was: vicryl plus 3.0 on sh ((B)(4)) by ethicon. Unable to determine the lot number because the exterior packaging was not saved and there were approximately 10 different lot numbers in use on (B)(6). The room may have been restocked with a different lot number.